Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. The device evaluation has not yet been completed, and this report will be updated when the device evaluation is completed.

Event description:
The initial reporter stated that they had an administration set that was leaking from the "button at the top of the bag where the plastic seals" . Mmdg did follow up with the initial reporter, who stated that this occurred during compounding in the pharmacy and that no patient had been involved. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. The investigation found that some of the sets were leaking.

Event description:
The initial reporter stated that they had an administration set that was leaking from the "button at the top of the bag where the plastic seals" . Mmdg did follow up with the initial reporter, who stated that this occurred during compounding in the pharmacy and that no patient had been involved. (B)(4).